Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No pump was sent to melsungen for investigation. According to the malfunction stated in the complaint the overinfusion was caused by a wrong inserted disposable in the pump. On the date of incident a "twisted line" was found after the front door was opened. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by b. Braun medical global affiliate: reason of complaint: IV tpn (smofkabiven) 1477mls was ordered to run at 61.5ml/hour over 24 hour. On (B)(6) 2025 at 1700 hours, IV tpn was started and supposed to complete on (B)(6) 2025 at 1700 hours. On (B)(6) 2025 at 1440 hours, IV tpn bag was nearing completion. The b braun infusion pump indicated the tpn rate is administrating at 61.5mls per hour with a balance of 125mls. Prior removing the infusion tubing from the pump, noticed that the infusion tubing was twisted.